Manufacturer narrative:
An evaluation of the subject device by a lumenis technical specialist concluded the root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to product labeling. Reasonable attempts were made to obtain additional information from the user facility, however, none was provided. Should additional information be reported, a follow up MDR will be filed.

Event description:
It was reported that a patient sustained second degree burns on the underarms and legs after hair removal treatment with a lightsheer et laser.